Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the groshong connector is confirmed but the root cause could not be determined. One 4 fr s/l groshong nxt catheter two-piece connector with a small section of catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned groshong connector. The proximal connector tubing was broken just proximal of the suture wing of the proximal connector. The break was observed to be at an angle and circumferentially aligned. A microscopic observation revealed the break to have a granular fracture surface and sharp fracture edges. The angle of the break suggests a sharp instrument may have had contact with the groshong connector. A break in the groshong connector is confirmed, but the exact cause could not be determined from the evidence returned with the sample. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that, "on january 26, when the PICC outpatient nurse was doing daily PICC maintenance for the patient, when she tore off the fixing tape on the infusion connector, the extension tube broke. Replace the patient with a new extension tube."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "on january 26, when the PICC outpatient nurse was doing daily PICC maintenance for the patient, when she tore off the fixing tape on the infusion connector, the extension tube broke. Replace the patient with a new extension tube."